Manufacturer narrative:
In addition to the speaker malfunction, the device was also found to have a battery outside of warranty, a nurse call light port malfunction and a constant nuisance occlusion alarm issue. Zyno medical has repaired and tested the device to full specifications on 08/31/2016 and returned the pump to the customer on 09/13/2016. As a result of an internal audit, zyno medical is performing a retrospective review on service request records. This MDR is retrospectively filed to report infusion pump malfunctions identified during testing in the process of handling service requests.

Event description:
The pump was sent in to zyno medical for service request on (B)(6)2016. The device was identified with a speaker malfunction issue during testing on (B)(6)2016. No patient was involved in this case.